Event description:
The customer reported that the ventilator gave an alarm for low leak co2 rebreathing risk. The customer reported that it is unknown if the device was in use on a patient, however, there was no report of patient or user harm. The field service engineer (fse) evaluated the incident and confirmed that the unit has incorrect volume and will not enter standby mode. Further information is pending.

Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue occurred outside of use during testing. Therefore, this complaint no longer meets reportability requirements.